Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin, and remained static on 120 units. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting and confirmed that the pump would continue to be monitored.